Event description:
Customer reports of receiving an alarm and not being able to clear due to keypad anomaly. Customer states that keys were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on the keypad traces. No unexpected alarms noted on the display. The insulin pump has cracked reservoir tube lip cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.